Event description:
Patient presented with a juxtarenal aneurysm. After successful access and deployment of a bifurcated device and proximal cuffs, the physician altered an additional infrarenal proximal cuff, by cutting holes in the proximal end of the stent graft. The intent to create a fenestrated graft to perfuse the right renal and sma; the intended landing zone was between the celiac artery and sma. Access and deployment were fine, however, after several attempts, the physician was unable to access the fenestrated portion of the graft to perfuse the intended areas. At this point, the procedure was estimated to have been about 4-5 hours. The decision was made to take the patient to recovery and bring back the next day for a conversion to open repair. The patient ruptured overnight and was converted to open repair. The patient tolerated the procedure and is doing ok.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The juxtarenal treatment is off-label. Also, modifications were made by the physician to the stent graft prior to the procedure.